Event description:
It was reported that, a user experienced hyperglycemia after a meal consisting of pasta, meatballs, and texas toast, with glucose reaching 250 mg/dl. The ilet meal announcement and corrective algorithm were active, and the device issued a high glucose alert. No clinical symptoms were reported. Glucose remained out of range for approximately four hours before trending downward and returning to range without medical intervention or outside assistance. The investigation included review of synchronized report logs and confirmation that the meal announcement and corrective algorithm functioned as intended. Review of the case revealed that the device operated as designed and that the event was consistent with hyperglycemia of unclear cause following a meal, with no device component malfunction identified. Based on previously established findings for similar reports, the cause was determined to be inconclusive. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.